Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). The physician advanced the 3.00x16mm taxus liberte stent to the rca and upon attempting to the position the stent in the lesion, it was noticed that the stent was damaged. The device was removed from the pt and the procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was damaged. The stent was damaged on the first row from the distal side of the stent with struts severely misaligned. A visual examination revealed that there were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).